Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1917703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was torn during the inflation test. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The balloon of a 5f mynxgrip vascular closure device (vcd) was torn during the inflation test. There was no reported patient injury. Multiple attempts were made to obtain additional information without success. A non-sterile mynxgrip vascular closure device 5f involved was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock closed. It was noticed that the sealant, advancer tube, syringe, procedure sheath and sealant sleeve were not returned with the device. The device was returned in the condition of a complete removal of the device. It is unknown if the device was manipulated post the procedure. The device was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water, and a leak in the balloon was revealed. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during functional analysis of the returned device. The exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural sheath condition (although not returned), vessel characteristics (although reported that tear occurred during inflation test), and/or handling factors may have contributed to the reported event since a damaged sheath, calcified vessel and rapid inflation can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if it does not maintain pressure. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.